Manufacturer narrative:
Concomitant medical products: the main component of the system. Other relevant device(s) are: product ID: 9735521ent, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. The reported issue could not be confirmed or replicated, no components were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2022, (B)(4) (hcp, for): medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the facility had difficulties with navigation. The facility noted that the issue occurred several times, however no clarification of dates and times of previous occurrences was provided by the facility when reported. There was no patient present when this issue was identified. Additional information was provided regarding a recent case. After performing a successful registration and verifying surface anatomy, the internal anatomy was off by approximately 1cm or more. The probable cause was reported to be movement of the patient reference during surgery. It was noted the new patient references had a small gap near the skin at the divot area. Once the patient reference was verified, it was stable and close to the patient's head. When placing the reference on the most flat part of the patient's forehead for improved results. The surgeon was informed to be cautious to not press on the patient reference when performing verification of instruments. Next actions would include a system checkout and onsite training.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: issue occurring in a functional endoscopic sinus surgery (fess). There was no delay and no impact to the patient.